Event description:
Same case as MFR report #: 2134265-2008-04447 clinical trial. It was reported that 1484 days following a coronary artery stenting treatment procedure, the patient developed in-stent restenosis. The initial procedure treated the 2.75x10mm, 85% stenosed, mid lad (left anterior descending). Treatment consisted of predilation and placement of a 3.0x16mm express2 bare metal stent resulting in 0% residual stenosis. The patient was discharged one dat post procedure on asa and plavix. The patient returned 1484 days following the initial procedure with recurrent ischemic chest pain. Angiography revealed a total occlusion of the lad with I-stent restenosis and 90% occlusion of the 1st diagonal. On day 1486 the patient underwent coronary artery bypass grafting (CABG) with in situ left internal mammary (lima) to the distal lad and saphenous vein graft (svg) to diagonal. The patient's hospitalization was complicated by hypoxemia and bronchitis requiring antibiotics. The patient was discharged home on day 1494. The investigator assessed this event as related to the target vessel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.